Manufacturer narrative:
The products were replaced and requested back for investigation. The meter was returned on (B)(4) 2011 and was tested and the meter had passed testing. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The meter was returned on (B)(4) 2011 and was tested and the meter had passed testing.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate high readings on the patient's one touch ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions; however, the reporter was unable to answer any questions. The following was classified based on the initial call. The alleged issue happened approximately four weeks ago. The patient does not remember the exact date, time, and exact symptoms of the event. The patient mentioned that he had obtained a result of 200 mg/dl and less than 30 minutes compared to another device and obtained a 122 mg/dl. He did not take any action after obtaining the reading. The patient mentioned that at an unspecified time after the event the patient felt shaky and nervous. He self-treated with insulin. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The products were replaced and requested back for investigation. The meter has been returned and the meter has passed testing. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how soon after testing, they developed symptoms, why the self-treated with insulin, whether they felt better after treatment, whether the patient tested after treatment and whether they tested when they had developed the symptoms. The complaint is being reported since the patient alleged that due to the alleged high readings, they developed symptoms suggestive of a serious injury based on lfs definition and had to self-treat.

Manufacturer narrative:
Supplemental #1 02/24/12: products were replaced and requested back. Meter and test strips were returned and was tested and both the subject meter and test strips passed testing. Complaint was not confirmed since both subject meter and test strips passed testing.